Manufacturer narrative:
The customer's meter was received for investigation. Contamination was observed underneath the meter's touch screen. The root cause is determined to be contamination due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The customer stated there was a white powder beneath the display that affects the area where patient results are displayed. There was no actual misinterpretation of results.